Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the damaged front overmold. The damage is not consistent with normal wear and tear but from mishandling of the device. The front overmold panel was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.